Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the device was had battery depletion. It was noted that the device was not at recommended replacement time (rrt) but it was nearing rrt and that the battery was considered too low to implant. The device was never implanted. No patient complications have been reported as a result of this event since no patient was involved.